Event description:
It was reported that by the patient that this right atrial (ra) lead became dislodged after being entangled with the right ventricular (rv) lead lead. It was successfully repositioned. It was later reported that this system was placed out of service approximately one week later and replaced with a non-boston scientific leadless system, there were no allegations against this lead at the time of the replacement. This device is not expected to return for evaluation. No additional adverse patient effects were reported.